Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device could not be interrogated. An ECG showed that with magnet application, intermittent pacemaker spikes were observed while the patient's rate stayed at 45 bpm. Capture could not be confirmed. The patient indicated that "she has not had her pacemaker checked for many years."